Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that she was hospitalized on (B)(6) 2017 at around 5:00 pm due to high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose at the time of hospitalization was 353 mg/dl with ketone levels at 94 mg/dl. Customer reported symptoms related to their high blood glucose levels included vomiting. Customer's mother reported that there had been several insulin flow blocked alarms on the insulin pump, and the infusion set and reservoir had been changed six times over a period of three days. Customer's mother reported that health care professionals believed that the customer's high blood glucose levels had been caused by poor insulin delivery by the infusion sets. Customer's mother reported that the customer was disconnected from the insulin pump and treated with an IV of insulin and saline. Customer was discharged at 10:30 am (B)(6) 2017. Troubleshooting was not done on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.